Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed cut silicone overmold at the fantail region, and a dislodged electrode ground ring sleeve prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed several cut electrode wires at the fantail region. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The failure of this device is attributed to a short from the power node to the case ground at the analog chip. It is believed that electrostatic discharge (esd) led to an overload voltage, damaging structures on the case ground node inside the analog integrated circuit. This ultimately caused the device to cease functioning. This is the final report.

Manufacturer narrative:
Revision surgery will be scheduled.

Manufacturer narrative:
The recipient's activation reportedly went well and resumed device use. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Programming adjustments were made, however, the issue did not resolve.

Event description:
The recipient is reportedly experiencing pain and is refusing to wear the device. Programming changes were recommended. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.